Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had two leaky reservoirs. The customer stated that he leaks were occurring between the transfer guard and the reservoir and that it happened every time he tried to fill the reservoirs. Nothing further was reported.